Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 7/11/2019, device evaluation was completed. Device evaluation summary: device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears yellow. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the yellowish appearance found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. According to the information received, it was reported a rupture on a breast implant. Upon initial inspection the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Complaint was confirmed. Reason for device explant and/or reoperation: ptosis and left side breast implant rupture (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent unspecified breast augmentation with a 450cc mentor memorygel, breast implant and was presented with bilateral ptosis and left side breast implant rupture. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2018 with catalog number shpx450; serial number (B)(4) on the right side and catalog number shpx450; serial number (B)(4) on the left side. This report is for the patient¿s left-sided device.